Event description:
During the course of a minimally invasive spinal fusion procedure, the tip of the stainless steel dilator was broken inside the lumbar spine area. The surgeon attempted to retrieve the broken tip; it was not successful. Pt remained intubated and in the operating room an additional hour due to this complication.